Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found an obstruction in the cap piercer wash exit line. The fse flushed the wash exit line with bleach and removed the obstruction which resolved the issue, no further leaking was observed. Identification of failure mode: the failure mode was waste drain tube line #118 (p/n a16293), flushing the drain tube line and removing the obstruction resolved the leaking issue. There were no erroneous test results associated with this event. This failure mode can impact any or all chemistries, including critical chemistries. (B)(4).

Event description:
The customer reported a leak when using the unicel dxc 600i synchron access clinical system. The customer reported the instrument generated "mc (modular chemistry) probe obstruction" errors and noticed fluid on top of off-loaded sample tubes. The leak was contained to the instrument. The operator wore gloves and a lab coat while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.